Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy due to noise. X-ray revealed a broken tip. Electrical anomaly was also noted. The rv lead was capped and replaced with no adverse consequences to the patient. Patient was fine post-procedure.